Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient controller displayed the message "replace generator soon/the generator is approaching its end of service and will need to be replaced soon/contact your physician to schedule a replacement." It was noted that patient frequently runs on tonic stimulation. Surgical intervention may be undertaken to address this issue.